Event description:
A surgeon reported that during an intraocular lens (iol) implanted procedure the haptic broke while attempting to suture the iol. The iol was removed and replaced with another during the same procedure. Additional information was received from the nurse, who reported that according to the surgeon the iol appeared to be brittle and additional manipulation of the tissue was required while resuturing, causing trauma to the eye. The procedure was completed with a replacement lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. A completed questionnaire was not received. (B)(4).